Event description:
Information received by medtronic indicated that the insulin pump had a broken clip. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for cosmetic damage located at the end cap found on (B)(6) 2020. Pump was received with blank display due to cracked and bleeding on lcd glass. Unable to perform displacement test due to blank display. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked lcd glass, bleeding on lcd glass and broken off, missing the end cap. Cosmetic damage was confirmed at the end cap. Blank display due to cracked and bleeding on lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.